Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user questioned whether the pump was delivering insulin after a meal and noted elevated blood glucose; guided checks of the algorithm status and a tubing fill confirmed insulin flow through the cd infusion set, and the user reported glucose was trending down after announcing a usual meal. Symptoms included hyperglycemia with a reported peak of 224 mg/dl and no acute clinical effects. Outcomes included transient hyperglycemia outside 70¿180 mg/dl for about one hour without use of backup therapy, ketone testing, medical intervention, or assistance, and blood glucose subsequently stabilized. Investigation included on-call troubleshooting, review of algorithm indicators, and confirmation of visible insulin drops during tubing fill. Investigation of this case revealed no device alarms or malfunctions and confirmed insulin delivery; the cause of the transient hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.